Event description:
A report was received that, "the neobar broke free from the adhesive tab thus dislodging the ett tube, requiring the anesthesiologist to reintubate pt." The device had been in place for ten days at the time the extubation occurred.

Manufacturer narrative:
A visual inspection of the returned device revealed that one of the adhesive tabs had separated from the neobar. Photos are provided (page 4 of 4) with this report. The complainant stated that the neobar had been in place for ten days at the time of the incident. It appears that the "directions for use" were not followed, as they state that the device should be changed "every 5-7 days." There was no further evaluation performed, as this is known issue with this device. Due to concerns of the neobars dislodging from the adhesive tabs, the manufacturing of all neobars has since changed to include a welding procedure and no reports of tab separation have been reported to this day. A supplemental report will be provided should any further pertinent information become available. This is the final report.